Event description:
Report received that a patient had an increase in seizures. The device was checked and high impedance was observed. X-rays were taken but they reportedly did not identify any lead discontinuities or damage. The lead was later replaced and the surgeon reportedly identified a fracture at that time. There was reportedly no trauma that occurred before the high impedance was observed. The lead has not been received by the manufacturer to date. No additional relevant information has been obtained.

Event description:
Further information was received that the lead was returned for analysis. Product analysis was later completed. The (-) green electrode was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis, the connector pin quadfilar coil appeared to be broken. Scanning electron microscopy was performed on the connector end of connector pin quadfilar coil break and identified the area on one of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage, no pitting and residual material. The area on the three remaining broken coil strands was identified as having evidence of a stress induced fracture with mechanical damage, residual material and no pitting. Determination could not conclusively be made on the fracture mechanism. Scanning electron microscopy was performed on the electrode (mating) end of connector pin quadfilar coil break and identified the area on one of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and fine pitting. The area on the remaining broken coil strands was identified as being mechanically damaged which prevented identification of the coil fracture type with fine pitting. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. There was also an inner tubing abrasion at the point where the fracture was seen. With the exception of the observed discontinuity, the condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. No additional relevant information has been received to date.